Manufacturer narrative:
Device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
An image reading of the x-rays was conducted by a medical director from this manufacturer and reported the following: "I have reviewed the complaint description and the xray. It appears that the most proximal screw might be broken."

Manufacturer narrative:
Device was used for treatment, not diagnosis. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was report two months after a distal radius fracture operation, the locking screw broke. The screw remains inside the patients body. An x-ray was taken three and a half months after the operation. There were no reports of a surgical delay. This report is 1 of 1 for complaint (B)(4).